Event description:
It was observed that during the device evaluation, the duodenovideoscope adhesive around objective lens had a chip, the air/water cylinder tube and air/water tube had white foreign material and the inside of the light guide lens had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue and known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.